Event description:
It was reported that an adverse event occurred. The wearable was inserted into the arm. On (B)(6) 2025, the patient changed his sensor and after this, the patient¿s cgm was reading 360 mg/dl and the bg meter was reading 425 mg/dl. The patient self-treated with 10 units of insulin. He felt nauseous and lightheaded and then laid down to rest. The patient woke up two days later on (B)(6) 2025 and was in the hospital. The patient had no recollection of how he got to the hospital or what had occurred after he went to sleep on (B)(6) 2025. He still felt incoherent when he woke up. He was told during his hospitalization that his bg level ranged from 799 mg/dl to 885 mg/dl. The diabetes educator at the hospital had ¿turned off¿ the patient¿s tandem mobi insulin pump and cgm device. The patient had been treated with insulin. It was not specific when the patient was discharged from the hospital. The patient was ¿fine¿ at the time of report. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information was available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Manufacturer narrative:
(B)(4).

Event description:
Data was returned but will not confirm the issue or determine a probable cause. However, sensor error under one hour was found in connection to the reported allegation. The probable cause could not be determined.